Event description:
It was reported that during an embolization of a dural fistula using an apollo catheter, a leak was observed in the proximal part of the catheter. The catheter was prepared as indicated in the instructions for use, including flushing and injecting contrast, and the leak was detected during the first dmso injection. The access vessel was the middle meningeal artery, and the vessel tortuosity was minimal. There were no patient symptoms, complications, or injuries associated with this event, and no medical or surgical intervention was needed to prevent permanent impairment. The catheter was inspected and tested prior to use, and the customer was notified that the product should be returned. The product was replaced by another medtronic product. No patient complications have been reported as a result of this event. Ancillary devices: microcatheter mirage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported at the time of the leak the entire system was removed as dmso and then onyx had been injected according to the usual steps.